Event description:
It was reported that the pta balloon failed to deflate in a left arm a/v fistula after several inflation had been performed. A needle was inserted through the skin to deflate the balloon. During retraction through the sheath, the proximal end of the balloon separated from the catheter and folded over the distal tip, however, the balloon catheter was removed through the sheath in its entirety. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A complete mfg review could not be performed as the lot number is unk. The investigation is inconclusive, as the sample was not returned for eval. Based on the available info, the definitive root cause is unk.